Manufacturer narrative:
(B)(4): this customer reported, a therapy cable failure during op-check of the device. The defibrillator was returned to philips for eval. The reported symptom was reproduced. Replacement of the therapy cable and port resolved the symptom. We are unable to determine the cause of the reported symptom as more than one part was replaced.

Event description:
This customer reported, a therapy cable failure during op-check of the device.